Event description:
It was reported that a pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The issue did not cause the insulin to suspend as it occurred on a previous day and was not a recurring problem for the customer. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged, enabling them to resume insulin delivery with the original cartridge.